Manufacturer narrative:
The reported events of stretched and material twisted/bent were confirmed. The reported events of inadequate capture and r-wave amp variation could not be confirmed. Final analysis found that the helix length was stretched out of specification. Further analysis was performed, including output measurements, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received indicates the helix was also bent.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited high capture threshold and r wave amplitude variation. The physician attempted to reposition the device but then noted the lp helix stretched. The device was removed and replaced. The patient was stable.